Event description:
It was reported that a cage had backed out post operatively. This was noticed by the surgeon on an x-ray. Patient is asymptomatic, no revision is scheduled.

Event description:
It was reported that a cage had backed out post operatively. This was noticed by the surgeon on an x-ray. Patient is asymptomatic, no revision is scheduled.

Manufacturer narrative:
The customer reported event was confirmed via correspondence and received x-ray images review. The supplemental fixation system looked intact. Device was not returned as it remains implanted in patient. Manufacturing records were not reviewed as the lot code was not provided. The root cause of the reported event cannot be conclusively determined because of insufficient information received.